Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 7. The valve was visually inspected; no defects noted. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined as no functional problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
UDI: unknown device code, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by the rep: "the valve was implanted backwards by the surgeon. Reprogramming was attempted multiple times before they discovered the error. Upon explant the surgeon asked us to test the explant just to see if there was any damage to the valve due to the inverted programming attempts."